Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2020. The customer blood glucose level was 937 mg/dl at the time of hospitalization. The customer stated that the symptoms related to high blood glucose such as nausea, vomiting and flue. The customer stated that the auto mode feature was not active. Customer did not allege insulin pump was under delivering the insulin. The customer was treated with insulin drip and water. The device will not be returned for analysis.